Event description:
It was reported that the iab was inserted and connected to the pump. After a short period of time, blood was noted in the helium tubing. The iab was removed and replaced without any pt complications.